Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised for unknown reasons. Update: on 6/28/2011 litigation papers were received which allege the patient has suffered pain, and excessive levels of chromium and cobalt. No new information was received that would change the investigational results. Update 1/11/2012 plaintiff's fact sheet (pfs) received 1/11/2012. Added product information to cup and head. There was no new information received that would impact the outcome of the investigation. Update rec¿d 9/12/2014 - medical records. Received. Upon revision, corrosion at the morse taper junction that was easily cleaned, metallic staining, and alval were noted. The cup and stem were left in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 9/30/2014.